Event description:
It was reported to vyaire medical that the bellavista1000e 17,3" basic ventilator alarm and randomly shut-off. Shortly after the circuit test, random alarm occurred, and the device shut-off. Issue happened during pre-testing calibration/ extended system test (est). Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Customer looked through the logs but couldn¿t find anything to match this situation. Customer turn on the device again and everything is working correctly. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, the vyaire team was able to track the failure, which was resulted from timing-related problems with internal hardware that surfaced after the shutdown was initiated. Trend analysis indicates that the failure rate is extremely low, the failure has no effect on running ventilation because the ventilation is never active under these failure circumstances (issue appeared after user confirms the shutdown). As a resolution, vyaire medical will incorporate these findings and corrective measures into future sw versions, which should stop this failure from occurring.